Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the anti-siphon injection site being missing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anti-sophon extension set was missing an anti-siphon injection site. This was identified after the user attempted to disconnect the set from the air-eliminating IV extension set after a total parenteral nutrition infusion. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this condition. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. During visual inspection of the sample, the anti-siphon injection site was identified to be missing. Upon completion of baxter's investigation, a follow-up will be submitted.